Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information (other than the initial reporter's last name) was unable to be obtained. Correction to e1: updated initial reporter last name.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals, resulting in left ventricular (lv) pacing inhibition. Lv oversensing was adjusted to automatic gain control (agc) 1.5 mv and the lv sense vector was updated from 1-2 to 2-can, which resolved the issue. Isometric testing was performed, and no myopotential oversensing was noted in the new sensing vector. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals, resulting in left ventricular (lv) pacing inhibition. Lv oversensing was adjusted to automatic gain control (agc) 1.5 mv and the lv sense vector was updated from 1-2 to 2-can, which resolved the issue. Isometric testing was performed, and no myopotential oversensing was noted in the new sensing vector. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's last name. At this time, no further information is available. Should additional information become available this report will be updated.